Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. Customer reported that insulin pump had cosmetic damage. The insulin pump will be returned for analysis.